Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the left femoral artery in a (B)(6) year-old male who presented with post-cardiotomy cardiogenic shock and low cardiac output syndrome following coronary artery bypass grafting. The patient had a history of coronary artery disease with prior coronary artery bypass grafting and was classified as scai stage e at the time of support initiation. Pre-support left ventricular ejection fraction was 25 percent. The patient required inotropes, vasopressors, and mechanical ventilation for respiratory support. The purge solution consisted of dextrose 5 percent in water. Following device placement, the patient developed left lower extremity ischemia. Femoral angiography revealed occlusive vessel findings despite initial assessment deeming vessel size suitable for impella placement. A 14 french peel-away introducer was placed and subsequently removed, with repositioning of the sheath performed. Distal extremity pulse was absent both prior to and following impella placement. The left lower extremity was noted to be similar in color to the contralateral limb but slightly cooler to touch on physician assessment. Vascular surgery was consulted for potential need for external femoral-to-femoral bypass. Cardiothoracic surgery was also notified regarding possible escalation to an impella 5.5 via axillary artery access. Device revision or replacement was performed in response to the ischemic findings. The patient continued to require three or more inotropes following support initiation, which may have contributed to vasoconstriction and the reported ischemia in the setting of peripheral arterial disease and critical illness. Based on the available information, limb ischemia is a recognized risk associated with large-bore femoral arterial access, vasopressor use, underlying vascular disease, and temporary mechanical circulatory support in the setting of severe cardiogenic shock. The patient survived. The customer intends to return the device.

Manufacturer narrative:
B5 and h6 updated with additional information.

Event description:
Additionally the urine output is pink in color. No hemolysis noted with labs.

Manufacturer narrative:
Additional information was received, specifically the return of the device, and evaluation/analysis is currently in progress. Accordingly, section d9 has been updated to reflect the device receipt date. Section h6 (investigation type, findings, and conclusion) has also been updated to align with this information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Investigation summary ischemia/hematuria/ppae: the cause of the injury was not determined due to insufficient clinical details.